Manufacturer narrative:
Spacelabs is evaluating this report event and will file a follow up report when our evaluation is concluded.

Event description:
Spacelabs received a report of no alarm for vtach while monitored via telemetry.